Event description:
It was reported that the surgeon fired the instrument on the rectum. He transected rectum proximally and removed the stapler. When he inserted a circular stapler line opened up approx 2 cm in the middle of the staple line. He oversewed the staple line and proceeded to do the end to end anastomosis. Product being returned for analysisi. No adverse pt outcomes.